Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated. All returned hc devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The external/internal inspection was performed and the device passed for the reported condition. The increased intra-peritoneal volume (iipv) was identified in the review of the event history logs. The cause was determined to be a use error, the tidal total ultra filtration (uf) removal was set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During a manual download of the device logs of a homechoice device, an increased intra-peritoneal volume (iipv) was identified in the patient therapy log that occurred on(B)(6) 2014 at 21:17 with an ultra-filtration volume of 1537ml (drain volume of 3137ml) during cycle 5. The largest prescribed fill volume was 1600ml. No further information was available.